Event description:
Patient presented to the physician with persistent slurred speech and chest pain since the implant procedure. Due to going symptoms, the patient requested removal of the device. Physician brought the patient into the or and removed the entire inspire system.